Event description:
A (B)(6) customer ran blood glucose tests on 3 contour link meters. One meter read lo and 0.6mmol/l, the second meter read 0.8mmol/l and the third meter read 15.5mmol/l. The customer then ran blood tests on two non bayer meters and the readings were 9.9 and 10.1mmol/l. The differences between the readings fall in the "c" "d" and "e" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.

Manufacturer narrative:
The test strips were received and tested by qa. Visually, 13 of the 17 returned strips were damaged from exposure to moisture. Two of the damaged strips were tested and gave e11, indicating moisture damage and strip degradation. The undamaged strips that were tested gave satifactory performance. Low results were not confirmed. It is possible the degraded strips affected the results received by the customer. The damaged strips were likely due to improper storage and handling. The retention lot gave satisfactory performance.